Event description:
Changed drive tires and casters and is now getting short to frame on joystick. Found bare insulation on motor cable while troubleshooting. Chair was driving when I got off the call.